Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve. The 16f esheath was advanced through the right femoral artery without incident and tracked normally. However, during insertion of the 29mm commander delivery system and 29mm sapien 3 ultra resilia valve through the sheath, abnormal resistance was noted. The system could not be easily advanced but was able to exit the sheath. During valve alignment, increased tension in the system prevented successful alignment/positioning of the valve on the delivery system balloon. Withdrawal difficulties were encountered and the heart team elected to remove the valve, delivery system, and sheath as a unit. A second 29mm sapien 3 ultra resilia valve, 29mm commander delivery system and 16f esheath were prepared and inserted successfully. The second valve was successfully deployed, and both the delivery system and sheath were removed without incident. The patient remained stable throughout the procedure, and no injury was reported. After device removal, the following device damage was observed. The delivery system exhibited a kink at the distal end of the pusher. Bulging and telescoping inward of the balloon were noted on the ventricular side of the valve. Valve damage was observed. The sheath appeared kinked, with possible liner tear and delamination. The perceived root cause, as reported by the physician, was bulky calcium at the level of the right common iliac artery, which was also noted on CT imaging.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h10 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The valve was returned crimped on delivery system inflation balloon, and delivery system was fully inserted through sheath. The returned device was visually examined for any abnormalities, and the following was observed: the valve received crimped on the delivery system balloon showed delivery system balloon bunching was observed distal to the valve, no abnormalities were observed on the valve frame. One strut was observed exposed through the skirt; however, this is normal appearance after excessive manipulation during insertion. Post expanded valve showed leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. No other abnormalities were observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was not confirmed as the alleged physical damage was not observed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected information. Sections: b5 was updated to correct the valve model reported.

Event description:
Corrected data: as reported by an edwards lifesciences field clinical specialist, regarding a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve. The 16f esheath was advanced through the right femoral artery without incident and tracked normally. However, during insertion of the 29mm commander delivery system and 29mm sapien 3 valve through the sheath, abnormal resistance was noted. The system could not be easily advanced but was able to exit the sheath. During valve alignment, increased tension in the system prevented successful alignment/positioning of the valve on the delivery system balloon. Withdrawal difficulties were encountered and the heart team elected to remove the valve, delivery system, and sheath as a unit. A second 29mm sapien 3 valve, 29mm commander delivery system and 16f esheath were prepared and inserted successfully. The second valve was successfully deployed, and both the delivery system and sheath were removed without incident. The patient remained stable throughout the procedure, and no injury was reported. After device removal, the following device damage was observed. The delivery system exhibited a kink at the distal end of the pusher. Bulging and telescoping inward of the balloon were noted on the ventricular side of the valve. Valve damage was observed. The sheath appeared kinked, with possible liner tear and delamination. The perceived root cause, as reported by the physician, was bulky calcium at the level of the right common iliac artery, which was also noted on CT imaging.